Manufacturer narrative:
The reported meter and test strips were returned in investigated. The returned test strips were investigated with a retained meter. All results were within the range specification during control solution testing. The complaint is not confirmed and a new issue was observed. Meter powered on with button. Meter did not power on with insertion of strips. Did observe a power issue with strip port. The meter was disassembled and hair was observed in the test strip port. Visual inspection on the internal components was completed and no issues were observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 95 mg/dl, 46 mg/dl, 139 mg/dl and 264 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.